Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. We did receive performance data collected from the device and have analyzed the data. An impedance increase occurred. A 345,083 high impedance paces noted post ventricular lead warning on (B)(4) 2011.

Event description:
It was reported that there was a lead warning and there was a "probable" lead fracture. It was also reported that the lead was oversensing and there was sensing difficulty; had undefined, increasing, and high impedance; had intermittent and no capture; and had high thresholds. There was a report that the device may have a possible performance issue due to a fall. The lead was capped and replaced and the device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found.